Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the hospital records indicate: "attempted sheath removal. Catheter difficult to pull, separated." A later entry states: "attempted to pull sheath post procedure. Flex sheath uncoiled. Part of sheath in right femoral artery and part still attached outside body."